Event description:
It was reported the lcsc5 was used during a laparoscopic splenectomy. It was reported by the rep that the lcsc5 blade never worked from the start and a steady tone was rec'd. It was reported that it was replaced and the replacement worked fine. There was no pt consequence.